Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure, after inserting the brk needle, a blood leak was noted from the hemostasis valve a short time after the ablations started. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.